Manufacturer narrative:
The device has been rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported a leak. On an unspecified date, the tubing set was being used to deliver an unspecified medication. After an unspecified length of time, the customer contact reported an unspecified volume of solution leaked from an unspecified location on the tubing set. No specific details were provided. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.